Manufacturer narrative:
The device associated with this incident was unable to be returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their cuff continued to inflate and caused the d-ring to twist during use, causing bruising for 3-4 days. Teladoc's blood pressure monitor fits patients with up to a 17.7in arm circumference, and the patient confirmed that their arm circumference was within range of the cuff. The patient confirmed that they were taking plavix which may contribute to brusiing easily. The patient sought medical attention due to the prolonged bruising, stating that an ultrasound was performed and they were advised to elevate and ice their arm.